Manufacturer narrative:
510k - k130520. The actual sample was received for evaluation. Visual inspection revealed no visible anomaly. The actual sample was fixed by being filled with physiological saline solution containing glutaraldehyde, and then, the housing and the filter was separated. Visual inspection of the filter confirmed that there was no blood clot adhering on neither surface. Subsequently, the oxygenation module was inspected visually. No formation of blood clots was observed. The state of the fiber winding was confirmed to be normal. The fiber layer was removed gradually and checked visually for the state of fiber winding. There was not any anomaly that could lead to the increasing pressure, such as irregular fiber winding. The heat exchanger was removed from the outer cylinder and subjected to visual and magnifying inspections. No obstruction was observed in the channel. A review of the device history record and the product release judgement record of the involved product code/lot# combination was conducted with no findings. Review of pump record revealed that bicarbonate ringer's solution was used for priming, the priming solution was kept circulated until ecc started, from the beginning of ecc, in-circuit pressure at the front of the oxygenator increased and reached 300mmhg, once ecc was stopped and then resumed, in-circuit pressure at the front of the oxygenator was hovering around 200mmhg and did not reach 300mmhg, and a change in temperature was not recorded. It is likely that the priming solution's ph level might have become high since bicarbonate ringer's solution had been kept circulated during the stand-by period. Afterward, when such high-ph priming solution was flowed into blood, the blood property and condition might have changed, which caused pressure drop to become high. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the increasing in-circuit pressure might have caused by blood-derived clogging formed due to change of blood property. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox custom pack was used during the procedure. During circulation with centrifugal pump, pressure increased at some point after aortic clamping and before the circulation stopped. Pressure between the pump and the oxygenator increased. They became aware of this issue when the flow rate decreased. Clogging in the oxygenator was suspected. To cope with decreasing flow rate, rpm was increased. They judged that the situation was not enough to consider replacement of the oxygenator, and the procedure was continued. The patient was not harmed. The procedure outcome was not reported.